Manufacturer narrative:
The actual device was returned to the manufacturer for physical eval and the complaint is confirmed with the small scratch on the film. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the inside area of the pump door when pt was removing the tubing set. Pt had no adverse effects. Sample is available.